Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
Type of procedure: transforaminal lumbar interbody fusion it was reported that on (B)(6) 2015, intra-op, as the surgeon put cage in the place from the intervertebral room, a little bit of 10mm x 5mm of the cage broke, from the inserter attachment side. The surgeon removed the broken pieces 10x5mm. The rest of the cage did not fall to pieces and was stable in the intervertebral room. The rest of the cage was not removed as it was strong in the intervertebral room. All broken pieces were removed from the patient. The patient was not injured by this event.

Manufacturer narrative:
Product analysis :visual and microscopic examination identified a ~3mm portion of the top face of the implant, which interfaces directly with the inserter. Optical and microscopic examination of the returned portion of the implant identified a brittle fracture with rays emanating from the root of the thread tooth, and witness marks on the top face of the implant, consistent with significant force during attempted implantation. This product is not approved for sale in us but a similar device with catalog #3993210 and 510k# (B)(4) is approved for sale in us.